Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that his onetouch verio iq meter did not turn on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 (time not provided). The patient does not use diabetes medications to manage his diabetes. The patient stated that he followed his usual diabetes management routine in response to the alleged product issue. The patient claimed to have developed the symptom of "shaky" within a few minutes after the alleged product issue began; however he denied that he received treatment. At the time of troubleshooting, the csr noted that the patient didn't notice a battery indicator or message prior to the alleged product issue, the subject meter was not being used for the first time, the meter did turn on when the power button was pressed, the meter did turn on when the subject test strip was inserted, there was no indication of product misuse and the correct test strips were being used. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have developed the symptom of ¿shaky¿ after the alleged inaccuracy began. This symptom does meet lifescan¿s criteria for a serious injury.